Manufacturer narrative:
The investigation determined that higher than expected vitros amon quality control results were obtained from vitros liquid performance verifier fluids processed using vitros amon slides lot 1018-0255-5852 on a vitros 250 chemistry system. The assignable cause of the event is an instrument issue related to microslide incubator contamination. Historical qc results were requested but not provided by the customer, therefore it is unknown if vitros amon lot 1018-0255-5852 was historically performing as expected. However, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros amon lot 1018-0255-5852. A within run vitros amon precision test performed on the vitros 250 chemistry system yielded results that were outside ortho acceptable guidelines, indicating that the performance of the vitros 250 chemistry system was not as expected. An ortho field engineer (fe) was sent to the customer site to perform service actions including removing and cleaning the microslide incubator and running a vitros amon precision. Service actions by the ortho fe are expected to resolve the issue and return vitros amon lot 1018-0255-5852 in combination with the vitros 250 chemistry system to expected performance. Email address for contact office is (B)(4).

Event description:
A customer obtained higher than expected ammonia (amon) results from vitros liquid performance verifier quality control (qc) fluids when tested using vitros amon slides on a vitros 250 chemistry system. Vitros lpv I lot m7697 results of 850.0, 583.0, 522.0, 134.8, 158.1, 151.4, 221.0, 132.2, 160.2, 195.3, 142.6, 151.4, 138.4, 163.6, 174.5, and 168.9 umol/l vs the expected result of 39.4 umol/l. Vitros lpv ii lot n7698 results of 681.9, 596.6, 733.4, 758.1, 777.3, 747.1, 731.0, 713.8, 768.3, 800.7, 754.6, 674.6, 723.3, and 747.8 umol/l vs the expected result of 192.3 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros amon results were generated from non-patient fluids, however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).